Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 549 mg/dl with small ketones. The customer changed the infusion set and administered a manual injection of novolog. During a system check with tandem technical support (cts), a large air gap was observed in the tubing. The customer primed out the air gap but reported that small bubbles remained. The customer declined to prime out the bubbles. Additionally, the customer reported that the luer lock connection was not secure or straight and was leaking. Cts advised the customer to adjust the connection. Cts followed up with the customer and the customer confirmed that bg levels had resolved.